Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device would not work. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.